Manufacturer narrative:
MFR's report date: (B)(6) 2014. Internal file number: (B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the affected product be received for eval.

Event description:
The customer reported during a contrast injection, they noticed a leak from the smartsite. No report of pt harm or medical intervention required. Although requested, no add'l pt or event info provided.